Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the air/water nozzle was clogged with a foreign residue. The investigation was not able to identify what the residue was or determine the root cause. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope flow system experienced air and water flow issues. There was no patient/user harm or injury reported, due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the air and water channel which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was able to be confirmed. During the device evaluation, it was observed that the air and water flow issue was due to a deformed air and water cylinder, which as a result caused flow issues. Upon further investigation, it was observed that there was foreign material clogging the air and water channel and could not be removed. This occurrence was due to insufficient reprocessing or due to buckling in the channel or a gap on the insertion section leading to insufficient reprocessing of the scope. Additionally, the adhesive was damaged on the bending section due to chemical or physical stress. It was also observed that the that the angle wires were stretched and the resin part was cracked due to physical handling or chemical stress. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.